Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s pocket incision is swollen and the patient is also running a fever. The patient stated they took (B)(6). The patient¿s fever went away, the swelling has decreased, and the patient stated they feel completely fine.